Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826851) worked fine for about 12 hours. Patient was disconnected from cerelink monitor and transported for a CT scan. Patient was brought back to the ICU and when the nurse attempted to reconnect the microsensor to the monitor a failure notice came up. Gray cable was replaced, checked the ECG pad and rebooted the monitor. Same error message. A second monitor was used: same error message. Neurosurgery team decided to remove the microsensor and not replace. Additional information: implant location (ex: parenchyma): "right parietal". Was the integra/codman icp monitor connected to a patient monitor: "yes". If yes, provide patient monitor make & model: "ge carescape one". Was the patient lead always connected: "yes". "There was a message displayed on the cerelink screen saying there was a microsensor failure. The nurse had just gotten back from transporting the patient to CT and trying to connect the cerelink back to the patient."